Manufacturer narrative:
The viper2 final tightener driver (product code: 2867-45-550, lot number: ag2093830) was returned to the complaints handling unit (chu) for evaluation. The driver featured a broken tip and was subsequently submitted for fracture analysis. The second half of the tip was not provided with the part. The fractured surface reveals plastic deformation at the hexlobes and torsional shear markings following a circular pattern around its center. The plastic deformation at the hexlobes indicates shear torsional overload during tightening. This suggests the driver underwent a quasi-static shear failure starting at the driver hex and is extended to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause for the driver tip breakage cannot be determined by the sample and the information provided. The results of fracture analysis suggest that a probable root cause is quasi-static shear failure, potentially due to unexpected forces being applied to it by the seized tightener handle. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2015, th11-l4 instrumentation using viper was performed for the patient with vertebral tuberculosis (20s/female). During final tightening of the set screw with the tightener shaft and torque handle, the tip of the tighter shaft got broken and fell in the body. The surgeon attempted to remove the broken tip, but he could not. The procedure was completed with the broken piece left in the left th12. The surgeon suspects the torque handle (with the high torque value) as the cause of the breakage because final tightening was done without problem with another handle. The broken piece will be removed at the implants removal operation after about a year. Due to the incident, the procedure was extended for 15 minutes. The patient will continue to be monitored.

Manufacturer narrative:
A complaint investigation will be performed. The complaint product is not available for the investigation. A supplemental report is not anticipated unless the results of the complaint investigation identify a corrective action or additional relevant information. Should the product become available, a physical evaluation will be conducted and a supplemental report filed with the results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.